Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an erratic display. The ventilator was not on a patient at the time of the event. A service engineer inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) to address the issue. The backlight inverter pcbs were updated. The unit passed all testing and operated within the manufacturing specifications.